Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") and device breakage ("2 metallic fragments") in an adult female patient who had essure inserted (lot no. E01920) for female sterilisation. The patient had a medical history of dysmenorrhea, menorrhagia, vaginal delivery, cesarean section, parity 3, multi gravida, menses irregular with excessive bleeding and right lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required) and device breakage (seriousness criterion medically important). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of heavy menstrual bleeding was unknown. The reporter considered device breakage and heavy menstrual bleeding to be related to essure administration. The reporter commented: approximately 4 trailing coils were noted in the right and approximately 3 trailing coils noted in the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: clinical history: post essure complete and bilateral tubal occlusion was noted [pathology test] on (B)(6) 2019: specimens: a) uterus, uterus ,bilateral fallopian tubes, cervix b) surgical, bilateral fallopian tubes c) surgical, cervix final diagnosis result: a) cervix, uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with endo and ectocervical mucosa without significant pathologic change. Endo myometrium with simple endometrial hyperplasia without atypia, secretory changes, focal stromal breakdown and hormone treatment effects. Bilateral fallopian tubes with benign paratubal cysts, otherwise no significant pathologic change. Pre operative diagnosis: excessive and frequent menstruation with regular cycle, dysmenorrhea, unspecified, tubal ligation status [smear cervix] on (B)(6) 2015: positive high-risk hpv [ultrasound pelvis] in (B)(6) 2018: showed an 8 cm uterus with normal ovaries concerning the injuries reported in this case the following were reported via social media- menorrhagia,device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") and device breakage ("2 metallic fragments") in an adult female patient who had essure inserted (lot no. E01920) for female sterilisation. The patient had a medical history of dysmenorrhea, menorrhagia, vaginal delivery, cesarean section, parity 3, multi gravida, menses irregular with excessive bleeding and right lower quadrant pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required) and device breakage (seriousness criterion medically important). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of heavy menstrual bleeding was unknown. The reporter considered device breakage and heavy menstrual bleeding to be related to essure administration. The reporter commented: approximately 4 trailing coils were noted in the right and approximately 3 trailing coils noted in the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: clinical history: post essure complete and bilateral tubal occlusion was noted. [Pathology test] on (B)(6) 2019: specimens: uterus, uterus ,bilateral fallopian tubes, cervix; surgical, bilateral fallopian tubes; surgical, cervix. Final diagnosis: result: cervix, uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with endo and ectocervical mucosa without significant pathologic change. Endo myometrium with simple endometrial hyperplasia without atypia, secretory changes, focal stromal breakdown and hormone treatment effects. Bilateral fallopian tubes with benign paratubal cysts, otherwise no significant pathologic change. Pre operative diagnosis: excessive and frequent menstruation with regular cycle, dysmenorrhea, unspecified, tubal ligation status. [Smear cervix] on (B)(6) 2015: positive high-risk hpv. [Ultrasound pelvis] in (B)(6) 2018: showed an 8 cm uterus with normal ovaries. Concerning the injuries reported in this case the following were reported via social media- menorrhagia,device breakage. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: device breakage event added, reporters, medical history, lab data, patient information, lot no., removal date, and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered heavy menstrual bleeding to be related to essure administration. Concerning the injuries reported in this case the following were reported via social media- menorrhagia. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: case category updated to serious incident. Reporter lawyer, patient dob, essure start/ stop date added, reference section, non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.